Event description:
Additional information has been requested and received stating lens had a tear across middle of lens. There was patient contact and surgery was completed by removing the lens and completed with another lens.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported about a defective lens. Additional information has been requested.

Manufacturer narrative:
Only a portion of the lens was returned. Solution was dried on the lens portion returned. The lens was torn/split/cracked and cut, typical of insertion and removal. The other cut portions of the lens which contained the haptics were not returned for an evaluation. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of a qualified associated cartridge and viscoelastic. A handpiece was indicated. Lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company's release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).